Manufacturer narrative:
H3:one device was received for evaluation. The device had not been serviced in the past 12 months. Functional tests and visual inspection were performed. The customer reported problem was confirmed as investigation found a nonfunctional downstream occlusion sensor (dso). The dso will be replaced.

Event description:
It was reported that the pump did not accept the cassette despite trying several cassettes. Per reporter, the problem occurred when setting up the pump on the ward. The customer tried to fix the problem with several systems, but the same error occurred. There was no patient involvement.